Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the user reported the tabletop was free-floating and that the message "emergency stop activated ¿ reset to continue" was displayed. Analysis of the log file confirms that the table was free-floating due to the estop button being activated. Upon troubleshooting, the rse confirmed that the issue occurred because the emergency stop button had been accidentally pressed by hospital staff. The tabletop was in a free-floating state because of the activated emergency stop. To resolve the issue, a warm reboot was performed by the customer. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is unlikely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating emergency stop was activated, which can impact a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.